Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this system was explanted and replaced due to infection. No additional adverse patient effects were reported.